Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-(B)(4) the rep indicated that all components were discarded by the customer. It was unknown if the cause of the epidural hematoma was procedure related due to the lead placement. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial (B)(4), product type: screening device. Product ID: 977d260, serial (B)(4), product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot (B)(4); product ID: 977d260, serial/lot (B)(4), ubd: 12-jun-2022, (B)(4). Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a trial patient using an external neurostimulator (ens). It was reported that the trial leads were pulled on (B)(6) 2018. It was noted that during the trial the patient got 40-50% relief, could go longer distances and could stand longer in one place. Approximately two hours after leaving the doctor's office, the patient returned saying they had a different type of back pain than their normal pain, and they were still hurting from the procedure. The doctor ordered a MRI but the patient could not lay down for the MRI so the doctor had the patient go to the emergency room (ER). It was unknown at the time of the report what the cause of the new pain was and if the symptoms had resolved. It was reported that the leads had already been discarded by the doctor so they will not be returned for analysis. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on 2018-jul-27. The rep indicated that after speaking with the healthcare professional (hcp) they stated that the patient was having back pain post lead pull related to a hematoma compressing their cord and irritating the thoracic nerve root. Additional information was received from the hcp on 2018-jul-30. The hcp provided the ens and trial lead serial numbers. The hcp indicated that the patient¿s weight at the time of the event was unknown. The hcp indicated that the cause of the new back pain and patient not being able to lay down was due to an epidural hematoma. The patient stayed in the hospital for 3 days and the hematoma resolved without intervention. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.